Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump received with moisture damage on lcd board, cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported falling into the tub while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.